Event description:
It was reported that the customer was admitted to the hospital for high blood glucose levels. The customer stated that she was stressed, busy and had a virus. The customer received a no delivery alarm during the last set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.